Manufacturer narrative:
The reported via 21 microcatheter was not returned for evaluation. Without the return and evaluation of the via 21 microcatheter, the investigation could not test for or further assess the alleged catheter jumping issue. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported catheter jumping issue. Therefore, this complaint is considered non-verifiable. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. When injecting contrast for angiography, ensure the catheter is not kinked or occluded. Do not exceed 300 psi maximum recommended infusion pressure. Excess pressure may result in catheter damage or patient injury. Prior to use, examine the via microcatheter to verify that it has not been damaged during shipment. If repositioning is required, take special care to retract or to advance the device under fluoroscopy. IFU review (additional information can be found in the IFU): potential complications: potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, vascular thrombosis and neurological deficits including stroke and death. Warnings: never advance or withdraw a device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. Steam shaping may result in improper device delivery and deployment, depending on the degree of shaping and catheter deflection during device delivery. Precautions: the via microcatheter has a lubricious hydrophilic coating on the outside of the catheter. It must be kept hydrated in order to be lubricious. This can be accomplished by attaching a y-connector to a continuous saline drip. High quality, digital subtraction fluoroscopic road mapping, with orthogonal views, is mandatory to achieve correct placement of the microcatheter and embolization device. The operator should be aware that microcatheters, in distal blood vessels, may increase the risk of thromboemboli. If removed from the patient, the hydrophilic coating on the via microcatheter should be hydrated with heparinized saline. Do not allow the coating to dry as this may impact the coating safety and performance. Procedure: catheterization of the lesion: prepare an appropriately sized guidewire and insert into the microcatheter per the manufacturer's instructions. Introduce the guidewire and microcatheter as a unit into the guiding catheter until the distal tip of the guide catheter has been reached. Alternatively advance the guidewire and microcatheter until the desired site has been reached. Verify catheter position using fluoroscopy. Gently tighten rhv, as needed, without crushing the microcatheter. Peel away introducer sheath by pulling on the tab, if used. After the microcatheter has been positioned inside the lesion, remove the guidewire. Flush the ID of the microcatheter with sterile flush solution by attaching a syringe to the catheter hub. Attach a second rhv to the hub of the microcatheter. Attach a one-way stopcock to the sidearm of the second rhv and connect the flush solution line to the stopcock. Open the stopcock to allow flush through the microcatheter with sterile flush solution. Removal of the via microcatheter. Corrected information has been provided in d1 and d4. Upon further review, it was determined that the brand name listed in the prior report was captured in error and the UDI was incomplete. The record has been updated to reflect the most current and accurate reported information. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported to microvention's sales representative, the web did not go through the first via 17, the physician opened a second via but tried the web on the prep table, to ensure it would go past the hub. It did not. The second was also a via 17, which seems to not be compatible with this device. "Reportedly, a third microcatheter (via21) was opened and the web passed through; however, the catheter jumped forward in situ and ruptured the aneurysm. The web was deployed but it did not plug the bleed. Decision was made to remove the web and coil. The aneurysm was coiled. Unfortunately, the patient did not do well and passed away a few days later." Imaging was not provided.

Event description:
As reported to microvention's sales representative, the web did not go through the first via 17, the physician opened a second via but tried the web on the prep table, to ensure it would go past the hub. It did not. The second was also a via 17, which seems to not be compatible with this device. "Reportedly, a third microcatheter (via21) was opened and the web passed through; however, the catheter jumped forward in situ and ruptured the aneurysm. The web was deployed but it did not plug the bleed. Decision was made to remove the web and coil. The aneurysm was coiled. Unfortunately, the patient did not do well and passed away a few days later." Imaging was not provided.

Manufacturer narrative:
Additional information was provided indicating that the patient expired on (B)(6) 2026 with cause reported as bilateral extensive cerebral infarcts. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported to microvention's sales representative, the web did not go through the first via 17, the physician opened a second via but tried the web on the prep table, to ensure it would go past the hub. It did not. The second was also a via 17, which seems to not be compatible with this device. "Reportedly, a third microcatheter (via21) was opened and the web passed through; however, the catheter jumped forward in situ and ruptured the aneurysm. The web was deployed but it did not plug the bleed. Decision was made to remove the web and coil. The aneurysm was coiled. Unfortunately, the patient did not do well and passed away a few days later." Imaging was not provided.